Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
Discordant, falsely elevated urea nitrogen (bun), creatinine (cre2), and potassium (k) results were obtained on one patient sample tested on a dimension vista 1500 instrument. The discordant cre2 result was reported to the physician(s) and the discordant bun and k results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower for bun and cre2 and falsely elevated for k. The patient was redrawn and the redraw sample was tested on the same instrument, resulting similar to the original sample repeat results for bun and cre2 and lower for k. The original sample repeat results for bun and cre2 were reported to the physician(s) and the redraw sample k result was reported to the physician(s). The sodium (na) result from the redraw sample was higher than the original sample initial and repeat results. It is unknown which na result was correct and which was reported. There are no reports of patient intervention or adverse health consequences due to the discordant results.